Event description:
It was reported that the patient indicated it seemed like the fluid in the device was not staying in the system as the pump was unable to keep the penis from being fully extended. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.